Event description:
It was reported that the customer had high blood glucose levels of 401 mg/dl. The customer treated with manual insulin injections. Troubleshooting was done. The customer was assisted in performing a high pressure test on the insulin pump. The customer reported that the insulin pump passed the test. The customer reported that the cannula of the infusion set for the insulin pump was not occluded. The customer also reported that the insulin from the insulin vial was not expired nor is it cloudy. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. The customer would reportedly contact the health care professional regarding the high blood glucose levels as it appears that the insulin pump was working as designed. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).